Event description:
Contact reports surgeon was impacting cage with primary inserter @ l5-s1. Cage was approx halfway into space and broke into six pieces. Five were recovered. The location of the missing piece is unk. There has been no adverse consequence to pt reported to date.